Event description:
Article entitled "the agility total ankle arthroplasty: a concise follow-up at a minimum of 20 years¿ written by nicholas bedard, md, charles l. Saltzman, md, taylor den hartog, md, samuel carlson, md, john callaghan, md, greg alvine, md, and frank alvine, md published in american orthopaedic foot and ankle society in 2021 was reviewed. The purpose of the present study was to report further follow-up of this cohort of patients at a minimum 20-year follow-up. 126 patients were involved in the 20-year follow up period. All 126 patients were implanted with agility total ankle implant. Adverse events: 2 patients had polyethylene liner exchange for wear. Total of 19 ankles had revisions (four of those revisions included the revision of both components for loosening and 1 revision of the talar component). Three additional polyethylene liner exchanges were performed. No indication of why. 24 patients reported pain at 20 years, but no noted medical or surgical interventions. Migration of the tibial component was noted in 1 patient, but no noted medical or surgical interventions. Subsidence of the tibial component in 2, but no noted medical or surgical interventions. Tibial osteolysis in 2 patients, but no noted medical or surgical interventions.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.